Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication had been stuck in the station and was missing. A field service engineer (fse) had assisted the customer in locating the missing medication and found the medication inside the front fascia panel of the half-height drawer. The fse ran hardware test application and checked the connectors. The system functioned as intended after the field service engineer investigation the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication had stuck in pyxis and was not able to retrieve. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.